Event description:
The hcp explanted catheter after nearly 15 year implant duration due to a reported break, tear or hole. The device was returned to the manufacturer for analysis. No patient symptoms were reported. Additional information has been requested from the hcp but was not available on the date of this report. A follow up report will be sent when additional information becomes available.

Manufacturer narrative:
Preliminary device analysis was not available on the date of this report. A follow up report will be sent when additional information is received.